Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that a patient presented in the emergency room with bradycardia episodes. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture and a high capture threshold. X-ray confirmed that all the slack had been pulled out of the rv and atrial leads. The rv lead was capped and replaced on (B)(6) 2025, while the atrial lead was repositioned during the same procedure. The patient was stable throughout.